Event description:
A (B)(6) male pt contacted zoll customer support to report constant adjust belt messages. During review of the pt's download, customer support also reported a 'flat line' signal. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The report problem (adjust belt / flat-line signal) has been confirmed. Upon eval, there was corrosion inside ECG electrode c. The cause of the adjust belt messages is poor communication with the brown (lead 1-), orange (lead 2-), and red (-5v) wires. The cause of the poor communication is corrosion. The root cause of the corrosion cannot be positively identified but is likely liquid ingress of an unk contaminant. No adverse event resulted from the damaged cable and wires. The pt rec'd a replacement electrode belt.